Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
It was reported that incorrect interpretation of signals resulting in inappropriate anti-tachycardia pacing (atp) was noted on the device. Abbott technical support was contacted, the session records were reviewed, and incorrect interpretation of signal was suspected to be due to programming. Device reprogramming was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.